Event description:
The iskd lengthener was implanted in 2005 for distraction of a femur. It was reported that the lengthener stopped legnthening after 27mm distraction. The dr attempted to manually manipulate the limb, however, no additional distraction could be achieved. Another surgery to remove the lengthener and implant a new one was scheduled for 2006.